Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experiencing chest wall stimulation and diaphragmatic stimulation presented to post operation device check. Reprogramming the right ventricular lead resolved the issue. The physician suspected cardiac perforation and echocardiogram imaging was planned but not yet performed. The patient was stable.

Event description:
New information on (B)(6) 2018 states that on (B)(6) 2018, the patient presented in clinic and endocardiogram imaging was performed. The imaging revealed the right ventricular lead had perforated the heart. The patient was sent to the operating room and the lead was repositioned successfully. The patient was stable.